Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6), h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy during a cranial tumor resection. The manufacturer representative (rep) reported that the surgeon may have had a miscommunication about labeling the entry points, and the midline may have been misused as the incident line. After registration, everything appeared to be accurate, but the post-op scan showed that the entire tumor was not resected. The rep reported the navigation system had no other issues when used in a case today. This issue caused no surgical delay. There was no reported impact on patient outcome. It was reported that a system checkout was completed with the frame and passive probe that were used during the case. The system performed as intended and was accurate during the system checkout.

Manufacturer narrative:
H2: additional information was added to b5 and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the surgeon thought navigation was accurate throughout the surgery until the patient had a post op computer tom ography (CT). That¿s when they found the entire tumor was not resected. There was potential confusion with their landmark pre incision markings which was communicated to me the day after by the surgeon. They did not abort navigation or the surgery. After they did the post op CT they took the patient back into surgery the following day to resect the remaining tumor.

Manufacturer narrative:
H3) the software team reviewed the logs. Logs captured 3 sessions on the date of the issue. Logs captured that the site used the tum orresectionoptical procedure and performed registration with touch_trace in the third session, and there was no registration in the first and the second sessions. The site performed many registrations in all the sessions; most of them were below 5mm. The archive has 1 CT and 1 mr exam; no plan data was found. Registration data was found with an error metric of 2.1mm. Suspecting frame movement might have caused the reported behavior. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.